Event description:
Pt reported that a comparison between the pt's surestep and a hcp meter was 300 mg/dl (ss) and 220 mg/dl (hcp) respectively (36% difference). No symptoms were reported. There was no allegation of harm.